Event description:
Affiliate reported that the patient was closed, and then brought back for another surgery, because the surgeon changed pressure to adjust value of programmable valve several times, and they did not get control of the ventricles size. The patient showed symptoms of overdrainage.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.